Event description:
Procedure: sigmoid resection. Reportedly, it was possible to fire the stapler, however, it did not fire correctly. An "after" resection was not possible, because it was displaced 1 cm above the rectum. Therefore, a laparoscopic sewing requiring about 2 hours was performed.